Manufacturer narrative:
The investigation was started. The results will be provided in a follow-up report.

Event description:
It was not reported that the device performed a restart without loosing data. No injury reported.

Manufacturer narrative:
The affected evita xl was manufactured in december 1998 and was inspected on site by dräger service. The test results on site and the logbook analysis were used for the investigation, and the described warm start could be reproduced. The stored error message means that the expiratory minute volume was 20% higher than the inspiratory minute volume for more than 60 seconds. Possible cause for this is either an error in the evaluation of the flow signals of the flow sensor or a massive deposit on the flow sensor. During the period of the reported error, more than 40 succtions were performed, indicating an increased amount of water or sputum in the ventilation tube. It is therefore possible that the deposits on the flow sensor are related to the incident. However, an exact cause of failure could not be determined based on the device and log analysis. As a safety feature of the ventilator, the ventilator software analyzes and verifies that the software is running properly and that the hardware is functioning correctly. If this internal monitoring detects an error, the user is notified visually and acoustically of this internal error. Specific countermeasures are also initiated. One measure is the initiation of a warm start. The device itself switches off briefly and then switches on again. During this time, an emergency breathing valve opens to allow spontaneous breathing. After the start sequence has been successfully completed (approx. 8 seconds), ventilation is continued with the old parameters. Directly with the start of ventilation, an alarm "mv low" is triggered until the applied gas volume is greater than the set lower minute volume limit. The flow sensor was replaced before the device was used again, the pcb cpu68332 was replaced as a precaution and the device was tested in a longterm test-run. The device has since been used again and the error has not recurred. The number of comparable cases is within the originally assumed range of the underlying risk assessment and is therefore accepted.

Event description:
It was not reportet that the device performed a restart without loosing data. No injury reported.